Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735859, h6: multiple annex a codes were provided. A1102 was added for error code. A13 was added for unable to communicate with pacs and unable to pull from pacs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was unable to communicate with the picture archiving and communication system (pacs). It was reported that it was not possible to pull from pacs. There was no patient involvement. An update was received that while troubleshooting, an error code 721 was received. The site found that the ae title was missing as it was blank on the bottom. Once the ae title for the navigation system was added, the issue resolved.